Manufacturer narrative:
Known risk of the device? No new risk has been recognized. No device malfunction detected. Treatment parameters are in line with the typical range. Dysarthria is a known side effect listed in the information for prescribers. This side effect may be related to edema of the surrounding tissue and is a known risk following focused ultrasound treatment. This edema is typically transient. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Patient was treated using focused ultrasound on the right side for essential tremor on the left hand. Following the treatment, the patient experienced dysarthria and 3 weeks post-op it had resolved around 50%.